Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable, endoeye image turns violet. The issue was found during the preparation for use. No death or injury and no impact to person or other was reported to olympus.

Manufacturer narrative:
The device was returned to olympus and evaluation is pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.